Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported several no delivery alarms. Customer's blood glucose was 273 mg/dl. Customer stated that he would treat his high blood glucose with a manual injection. The customer stated he had tried different cannula lengths but was still receiving no delivery alarm. He also stated that the tubing of his infusion set was not bent or kinked. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.